Event description:
It was reported that during a pta treatment procedure, involving the right superficial femoral artery, balloon removal difficulties were encountered. The physician had passed the balloon into the patient successfully, and had treated a couple of areas distal to the lesion and was working his way proximally. As he worked proximally, the balloon became lodged on the zipwire and was unable to be advanced or removed which caused the physician to lose access across the lesion site. He removed the balloon and wire together as a unit. The physician used the terumo glidewire of the same size to regain access to the lesion. The procedure was then completed without incident or patient complications. The patient's status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complainant is unknown, the sfp could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.